Event description:
This spontaneous case was reported by a consumer via social media and describes the occurrence of fatal haemorrhage ('hemorrhaged') and medical device removal ('getting essure removed ') in a (B)(6)-year-old female consumer who had essure inserted. On an unknown date, essure was inserted. On an unknown date, the consumer was getting essure removed (seriousness criteria medically significant and intervention required) and haemorrhaged (seriousness criterion death). The reported cause of death was hemorrhage (nos). The reporter considered haemorrhage and medical device removal to be related to essure. The reporter commented: the hysterectomy was an emergency room surgery to remove the essure coils. Concerning the injuries reported in this case, the following ones were described in consumer¿s social media: medical device removal, hemorrhage. This case with very limited information refers to a (B)(6)-year-old female consumer who died. From the reported information, she was getting essure removed and hemorrhaged. It was stated that she had an emergency room surgery (hysterectomy) to remove the essure coils. The date and details of essure insertion procedure and the time elapsed between insertion and reported events were not given. The underlying reason which led to the emergency surgery and details from this procedure were also not reported. The case lacks comprehensive and relevant information and therefore, causality is not assessable. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.